Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that the stent graft partially deployed. A new stent graft was deployed successfully. It is unclear if there was any patient contact.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned and evaluated. The tuohy borst valve was loose and the 2-way stop cock was opened. The gray outer sheath was noted to be stretched 50mm from the strain relief. The stent graft was partially deployed and protruded approximately 14mm from the tip of the outer sheath. A bent strut was noted on the deployed portion of the stent graft. Dried blood was present between stent graft and outer catheter. An attempt was made to deploy the stent graft, however, due to the dried blood in the device, the partially deployed stent graft could not be removed from the system. The investigation is confirmed for partial deployment based on the returned sample condition. However, the definitive root cause could not be determined based upon available info.